Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed a tear in the sutureless connector seal near the guide ring.

Event description:
A representative reported in (B)(4) that a patient expired due to cancer. It was also noted that the external neurostimulator was dropped in the toilet, though this was thought to have regarded the patient¿s personal therapy manager (ptm) and not the pump. The medications used within the system were morphine and bupivacaine. A healthcare provider later reported that the date of death was (B)(6) 2013.

Manufacturer narrative:
Correction:upon further review, (B)(4). No longer applies. The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. The previously reported conclusion code (B)(4) is being updated/corrected to (B)(4). The previously reported result code (B)(4) is no longer applicable.